Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with premature battery depletion (pbd). Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion (pbd) condition, with gradual power consumption increasing. A technical services consultant recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with premature battery depletion (pbd). Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion (pbd) condition, with gradual power consumption increasing. A technical services consultant recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported.